Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that the needle bent during surgery. It occurred at skin closure. Additional patient and event details have been requested.

Manufacturer narrative:
Manufacturing evaluation: samples received: one open and used sample. Analysis and results: there are no previous complaints of this code-batch. There are no units in our stock. We have received the defective suture with the needle bent. However, without any closed sample we cannot carry out an analysis in order to take a decision. Care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Reviewed the batch manufacturing record of this product, there are no incidences related to this issue and it was released into the market fulfilling usp/ep and b. Braun surgical requirements.. Final conclusion:in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.